Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('today is the day, surgery in few minutes, soon be e-free, I hope to get my health back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 5 years. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("intense fatigue"), lasting 2 years and experienced dysgeusia ("weird taste in my mouth: metal taste") and hypersomnia ("I slept all day for two days"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, dysgeusia and hypersomnia outcome was unknown. The reporter considered dysgeusia, fatigue, hypersomnia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('today is the day, surgery in few minutes, soon be e-free, I hope to get my health back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 5 years. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("intense fatigue"), lasting 2 years and experienced dysgeusia ("weird taste in my mouth: metal taste") and hypersomnia ("I slept all day for two days"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, dysgeusia and hypersomnia outcome was unknown. The reporter considered dysgeusia, fatigue, hypersomnia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.